Event description:
Pt who was implanted with elevate graft on (B) (6) 2008 reported persistent urinary incontinence with an onset date of (B) (6) 2009. Medical action was cancelled due to medical reasons.